Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 07:12 am the result from the meter was 4.5 inr. At 07:16 am the result from the meter was 6.1 inr. There was no allegation of an adverse event. The customer's condition was "fair". The customer's therapeutic range was 2.5-3.5 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no recent illness, no new medications, no bleeding, and no bruising. The qc was acceptable. Retention test strips (lot 294151) were tested in comparison to masterlot # 28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The returned test strips were measured on a retention meter with liquid qc of a high level in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meter. Qc 1: 2.6 inr; qc 2: 2.6 inr; qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0-3.0 inr). All measurements were without error messages. No error messages occurred during the investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.